Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected unreported conditions of unresponsive left and right upper rotation keys as well as a damaged 44-pin cable that have no relationship to the reported condition. The root cause of the unresponsive rotation keys have been determined to be switch failures. The root cause of the damaged 44-pin cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device screen was not illuminating bright enough. Another handle was used to resolve the issue. There was no patient involvement.